Event description:
Verbatim: while xxxx was trying to place IV on infant, xxx noticed that the IV catheter was beginning to shred. We both stopped him before he put IV in infant's arm. After that all IV catheters with thoroughly inspected before use.

Manufacturer narrative:
G.4. K201075; k251654. A device history record review was completed by our quality engineer team for provided material number 381511 and lot number 5279547. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.